Event description:
Additional information was received via the (B)(6) adjudication minutes on (B)(6) 2011. The previously coded event of "aphasia" was adjudicated as a transient ischemic attach (tia) and determined to be related to both the device and procedure.

Manufacturer narrative:
This is one of two products involved with this adverse event in which associated manufacturer report numbers are 9610978-2009-00291, 9610978-2009-00292, 9610978-2009-01880, and 9616099-2009-01881. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Dissection is a well-known and extensively documented potential complication of this type of procedure and is listed in the instructions for use (IFU) as such. There is no evidence to suggest there were any manufacturing issues that contributed to the reported event. The physical manipulation inherent in the stent implantation procedure intentionally disrupts the vessel plaque and intima in an effort to reconstruct viable patent vasculature and treat the atherosclerotic disease process. There is no evidence of manufacturing or design issues that contributed to the event. Inspections are in place to ensure that no damaged products leave the facility. No corrective action is required at this time. Hyperperfusion syndrome is a known potential adverse event associated with carotid stent implantation. Numerous reports have documented the risk of hyperperfusion syndrome after carotid endarterectomy, carotid angioplasty and intracranial angioplasty. The estimates of the incidence of hyperperfusion syndrome after carotid revascularization range up to 3%. Typically, intracerebral hemorrhage develops on the third to fifth postoperative day, though there have been cases observed immediately after surgery, as well as cases developed as late as 3 weeks after revascularization. Evidence from observational studies, in lack of randomized trials, suggests that a number of factors-all referable to hemodynamic exhaustion of the cerebral circulation-play a role, such as recent stroke, surgery for very tight internal carotid artery stenosis, concomitant contralateral tight lesion, impaired cerebrovascular reserve (cerebral hypoperfusion), and marked postoperative increase of an ipsilateral peak middle cerebral artery flow velocity in addition to pre- and postoperative hypertension. There is no evidence of manufacturing or design issues that contributed to the event. Review of the information suggests that vessel and patient factors may have contributed to the reported event. Hypertension is a known potential adverse event associated with carotid intervention procedures. The physical manipulation on the carotid vessels and the associated structures surrounding them is known to produce dramatic shifts in both blood pressure and heart rate. These events are not related to manufacturing or design issues, but to the inherent manipulation done during the treatment of stenotic lesions in the carotid vessels. There is no evidence of manufacturing or design issues that contributed to the event. Inspections are in place to ensure that no damaged products leave the facility. No corrective action is required at this time. Review of the information suggests that patient, vessel and procedural issues may have contributed to the reported events.

Event description:
This study patient underwent carotid artery stent implantation and during the procedure, suffered an arterial dissection, hypertension and cerebral hyperperfusion. This is a female patient with medical history including hyperlipidemia, history of smoking, coronary artery disease, coronary percutaneous revascularization, and hypertension. The target lesion was left common carotid described as mildly calcified, ulcerated and 80% stenotic. An angioguard was inserted, tracked, deployed and retrieved without report of difficulties. An aviator plus balloon was used for pre-dilation. A grade a dissection occurred after pre-dilation with the aviator balloon at 5 atms for 5 seconds. An 8 x 20mm precise pro rx was implanted at the target lesion and was overlapped by a second, 10 x 40mm, precise pro rx stent. The stents completely covered the dissection. There was no thrombus noted post-deployment and there was no residual stenosis. Post-dilation was done with another aviator plus balloon. During post-dilation, it was reported that the patient experienced sudden onset of "elevated perfusion secondary to hypertension" that lasted 3 to 6 minutes, with no residual deficit. This was treated with intravenous cleviprex 2mg/hr and titrated up to 8mg/hr for blood pressure control. The infusion was discontinued after 9 minutes. The patient left the angiography suite neurologically intact. The patient was discharged the following day. Her pre-procedure and discharge stroke scale scores were all 0. According to the investigator, the dissection was caused by the angioplasty and the elevated perfusion secondary to hypertension was due to the index procedure.

Manufacturer narrative:
This is one of two products involved with this adverse event in which associated manufacturer report numbers are 9610978-2009-00291, 1016427-2009-00272, 9610978-2009-00292, 9616099-2009-01880, and 9616099-2009-01881. This (B)(4) study patient underwent carotid artery stent implantation and during the procedure suffered an arterial dissection, hypertension, aphasia and cerebral hyperperfusion. This is a (B)(6) female with medical history including hyperlipidemia, history of smoking, coronary artery disease, coronary percutaneous revascularization, and hypertension. The target lesion was left common carotid described as mildly calcified, ulcerated and 80% stenotic. An angioguard was inserted, tracked, deployed and retrieved without report of difficulties. An aviator plus balloon was used for pre-dilation. A grade a dissection occurred after pre-dilation with the aviator balloon at 5atm for 5 seconds. An 8 x 20mm precise pro rx was implanted at the target lesion and was overlapped by a second, 10 x 40mm, precise pro rx stent. The stents completely covered the dissection. There was no thrombus noted post-deployment and there was no residual stenosis. Post-dilation was done with another aviator plus balloon. During post-dilation, it was reported that the patient experienced sudden onset of "elevated perfusion secondary to hypertension" that lasted 3 to 6 minutes, with no residual deficit as well as an episode of aphasia. This episode was described as mild and resolved along with the hypertension with medical management. The hypertension and hyperperfusion were treated with intravenous cleviprex 2mg/hr and titrated up to 8mg/hr for blood pressure control. The infusion was discontinued after 9 minutes. The patient left the angio suite neurologically intact. The patient was discharged the following day. Her pre-procedure and discharge stroke scale scores were all 0. According to the investigator, the dissection was caused by the angioplasty and the elevated perfusion secondary to hypertension was due to the index procedure. It was further reported that the patient expired due to cardiogenic shock approximately six months after the index procedure. According to the investigator, the death was not related to cordis product. There is no medical evidence to suggest that cardiogenic shock could be related to carotid stent implantation. Cardiogenic shock results from the decreased pumping ability of the heart and is commonly associated with acute myocardial infarction. The patient had a significant cardiac history that put her at high risk for a cardiac event (hyperlipidemia, cad, previous coronary intervention, hypertension). This event was captured as a non-complaint and the file processed accordingly. (B)(4). Note: lake region lot number 05412712 is cordis lot number 70809511. Per lake region report (B)(4): lake region medical did review the device history records relative to the manufacturing, inspecting and packaging of lot 05412712. (B)(4). The history records indicate this product was final inspection tested at lake region medical and was determined to be acceptable. Dissection is a well-known and extensively documented potential complication of this type of procedure and is listed in the instructions for use (IFU) as such. There is no evidence to suggest there were any manufacturing issues that contributed to the reported event. The physical manipulation inherent in the stent implantation procedure intentionally disrupts the vessel plaque and intima in an effort to reconstruct viable patent vasculature and treat the atherosclerotic disease process. There is no evidence of manufacturing or design issues that contributed to the event. Inspections are in place to ensure that no damaged products leave the facility. No corrective action is required at this time. Hyperperfusion syndrome, evidenced by aphasia, is a known potential adverse event associated with carotid stent implantation. Numerous reports have documented the risk of hyperperfusion syndrome after carotid endarterectomy, carotid angioplasty and intracranial angioplasty. The estimates of the incidence of hyperperfusion syndrome after carotid revascularization range up to 3%. Typically, intracerebral hemorrhage develops on the third to fifth postoperative day, though there have been cases observed immediately after surgery, as well as cases developed as late as 3 weeks after revascularization. Evidence from observational studies, in lack of randomized trials, suggests that a number of factors-all referable to hemodynamic exhaustion of the cerebral circulation-play a role, such as recent stroke, surgery for very tight internal carotid artery stenosis, concomitant contralateral tight lesion, impaired cerebrovascular reserve (cerebral hypoperfusion), and marked postoperative increase of an ipsilateral peak middle cerebral artery flow velocity in addition to pre- and postoperative hypertension. There is no evidence of manufacturing or design issues that contributed to the event. Review of the information suggests that vessel and patient factors may have contributed to the reported event. Hypertension is a known potential adverse event associated with carotid intervention procedures. The physical manipulation on the carotid vessels and the associated structures surrounding them is known to produce dramatic shifts in both blood pressure and heart rate. These events are not related to manufacturing or design issues, but to the inherent manipulation done during the treatment of stenotic lesions in the carotid vessels. There is no evidence of manufacturing or design issues that contributed to the event. Inspections are in place to ensure that no damaged products leave the facility. No corrective action is required at this time. Review of the information suggests that patient, vessel and procedural issues may have contributed to the reported events.

Manufacturer narrative:
Additional information received 12/6/2010: the patient experienced the symptom of aphasia which was considered to be a symptom of the previously reported hyperperfusion. In addition, the patient's blood pressure was 151/61 and heart rate was 50. The symptoms resolved within 6 minutes, after treatment with neosynephrine and atropine, and the discontinuation of angiomax. This is one of two products involved with this adverse event in which associated manufacturer report numbers are 9610978-2009-00291, 1016427-2009-00272, 9610978-2009-00292, 9616099-2009-01880, and 9616099-2009-01881. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
Complaint conclusion: the cc has been updated to reflect the previously coded ae of aphasia has been adjudicated as a tia. This (B)(6) study patient underwent carotid artery stent implantation and during the procedure suffered an arterial dissection, hypertension, aphasia and cerebral hyperperfusion. This is a (B)(6) female with medical history including hyperlipidemia, history of smoking, coronary artery disease, coronary percutaneous revascularization, and hypertension. The target lesion was left common carotid described as mildly calcified, ulcerated and 80% stenotic. An angioguard was inserted, tracked, deployed and retrieved without report of difficulties. An aviator plus balloon was used for pre-dilation. A grade a dissection occurred after pre-dilation with the aviator balloon at 5atm for 5 seconds. An 8 x 20mm precise pro rx was implanted at the target lesion and was overlapped by a second, 10 x 40mm, precise pro rx stent. The stents completely covered the dissection. There was no thrombus noted post-deployment and there was no residual stenosis. Post-dilation was done with another aviator plus balloon. During post-dilation, it was reported that the patient experienced sudden onset of "elevated perfusion secondary to hypertension" that lasted 3 to 6 minutes, with no residual deficit as well as an episode of aphasia. This episode was described as mild and resolved along with the hypertension with medical management. The hypertension and hyperperfusion were treated with intravenous cleviprex 2mg/hr and titrated up to 8mg/hr for blood pressure control. The infusion was discontinued after 9 minutes. The patient left the angio suite neurologically intact. The patient was discharged the following day. Her pre-procedure and discharge stroke scale scores were all 0. According to the investigator, the dissection was caused by the angioplasty and the elevated perfusion secondary to hypertension was due to the index procedure. It was further reported that the patient expired due to cardiogenic shock approximately six months after the index procedure. According to the investigator, the death was not related to cordis product. There is no medical evidence to suggest that cardiogenic shock could be related to carotid stent implantation. Cardiogenic shock results from the decreased pumping ability of the heart and is commonly associated with acute myocardial infarction. The patient had a significant cardiac history that put her at high risk for a cardiac event (hyperlipidemia, cad, previous coronary intervention, hypertension). This event was captured as a non-complaint and the file processed accordingly. Note: lake region lot number 05412712 is cordis lot number 70809511. Per lake region report (B)(4): lake region medical did review the device history records relative to the manufacturing, inspecting and packaging of lot 05412712. (B)(4). The history records indicate this product was final inspection tested at lake region medical and was determined to be acceptable. Dissection is a well-known and extensively documented potential complication of this type of procedure and is listed in the instructions for use (IFU) as such. There is no evidence to suggest there were any manufacturing issues that contributed to the reported event. The physical manipulation inherent in the stent implantation procedure intentionally disrupts the vessel plaque and intima in an effort to reconstruct viable patent vasculature and treat the atherosclerotic disease process. There is no evidence of manufacturing or design issues that contributed to the event. Inspections are in place to ensure that no damaged products leave the facility. No corrective action is required at this time. Tia is often associated with a temporary stoppage or slowing of blood flow to the cerebral arteries. The physical manipulation of the carotid arteries produces the risk of dislodgement of debris that may collect in the embolic protection device or flow downstream potentially disrupting perfusion. Symptoms of a tia may last up to 24 hours, but they often last only a few minutes. Tia occurs when the blood supply to part of the brain is briefly interrupted. Tia symptoms are similar to those of stroke but do not last as long. Most symptoms of a tia disappear within an hour. Hyperperfusion syndrome, evidenced by tia like symptoms such as aphasia, is a known potential adverse event associated with carotid stent implantation. Numerous reports have documented the risk of hyperperfusion syndrome after carotid endarterectomy, carotid angioplasty and intracranial angioplasty. The estimates of the incidence of hyperperfusion syndrome after carotid revascularization range up to 3%. Typically, intracerebral hemorrhage develops on the third to fifth postoperative day, though there have been cases observed immediately after surgery, as well as cases developed as late as 3 weeks after revascularization. Evidence from observational studies, in lack of randomized trials, suggests that a number of factors-all referable to hemodynamic exhaustion of the cerebral circulation-play a role, such as recent stroke, surgery for very tight internal carotid artery stenosis, concomitant contralateral tight lesion, impaired cerebrovascular reserve (cerebral hypoperfusion), and marked postoperative increase of an ipsilateral peak middle cerebral artery flow velocity in addition to pre- and postoperative hypertension. There is no evidence of manufacturing or design issues that contributed to the event. Review of the information suggests that vessel and patient factors may have contributed to the reported event. Hypertension is a known potential adverse event associated with carotid intervention procedures. The physical manipulation on the carotid vessels and the associated structures surrounding them is known to produce dramatic shifts in both blood pressure and heart rate. These events are not related to manufacturing or design issues, but to the inherent manipulation done during the treatment of stenotic lesions in the carotid vessels. There is no evidence of manufacturing or design issues that contributed to the event. Inspections are in place to ensure that no damaged products leave the facility. No corrective action is required at this time. Review of the information suggests that patient, vessel and procedural issues may have contributed to the reported events. This is one of five products involved with this adverse event in which associated manufacturer report numbers are 9610978-2009-00291, 1016427-2009-00272, 9610978-2009-00292, 9616099-2009-01880, and 9616099-2009-01881.